Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately december 2022.

Event description:
It was reported that the patient was experiencing pain and has seroma at the ipg site. It was also noted that the patient had pain in the neck. The patient underwent a revision procedure and was doing well post-operatively.